Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pneumatic hand pump was used during an esophagogastroduodenoscopy (egd) with dilatation procedure. The procedure took place on (B)(6) 2012. According to the complainant, during procedure, the balloon inflated however the needle of the gauge did not move. It was reported that the procedure was completed with another pneumatic hand pump. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years old. This is a reusable device. Therefore, there is no expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.